Manufacturer narrative:
Bayer case number: (B)(4). Regular headaches [intermittent headache]; fatigue / very tired [fatigue]; depression [depression]; regular depressed mood without explanation [depressed mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("regular headaches") in a 44 year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), fatigue ("fatigue / very tired"), depression ("depression") and depressed mood ("regular depressed mood without explanation"). It was unknown whether any action was taken with essure. At the time of the report, the fatigue and depressed mood had not resolved. The outcomes for headache and depression were unknown. No causality assessment was received for essure with regard to fatigue, depression, headache or depressed mood. The reporter commented: current condition of the patient: very tired, regular depressed mood without explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Lot number: d40632 manufacture date: 2014-12 expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Regular headaches [intermittent headache]. Fatigue / very tired [fatigue]. Depression [depression]. Regular depressed mood without explanation [depressed mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("regular headaches") in a 44 year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), fatigue ("fatigue / very tired"), depression ("depression") and depressed mood ("regular depressed mood without explanation"). It was unknown whether any action was taken with essure. At the time of the report, the fatigue and depressed mood had not resolved. The outcomes for headache and depression were unknown. No causality assessment was received for essure with regard to fatigue, depression, headache or depressed mood. The reporter commented: current condition of the patient: very tired, regular depressed mood without explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.